Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, crease fold and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, "pericapsular fluid," and rupture. Device has been explanted